Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: on (B)(6) 2013, the patient experienced an unexplained blood glucose (bg) excursion with symptoms of extreme thirst and frequent urination. Bg value not provided. Patient controlled high bg by bolusing 3 units, and bg has remained under control since then. Patient denies alarms and reports an associated loss of prime, one instance, that was cleared. Patient changed site, set and cartridge. Cs instructed patient on causes for loss of prime. Patient no longer has box that cartridge was from. Patient has alternate method of insulin delivery. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings:. No activity related to complaint observed in pump histories. Black box and histories for issue reported on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. Pump passed delivery accuracy test and found to be delivering within the required specifications. The pump was opened and no damage was found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.